Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/14/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2015 with the following findings: a review of the pump¿s black box history showed no data from the date of the event was shown the black box data and histories. The data for the event had been overwritten due to continued use. The available daily insulin delivery totals correctly reflect the users programmed basal rates. During testing, the pump successfully completed the delivery accuracy test. The pump performed according to specification. The complaint was not able to be duplicated due to the information for the event date had been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter alleged that the patient¿s blood glucose level was unable to drop below 200 mg/dl when bolusing from the pump. The reported blood glucose (bg) levels ranged from 200mg/dl to 350 mg/dl for the past few days, with no signs or symptoms of hyperglycemia. The reported bg excursion does not meet the animas criteria for a serious injury or adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.